Manufacturer narrative:
The device is not available for investigation. However, the customer provided pictures of the device that are pending review.

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated that the clamp leaked. There was unknown patient involvement and no report of patient harm.

Manufacturer narrative:
A photo was returned showing the set in a a bag. There appeared to be fluid droplets inside of the bag but it is unknown where the fluid came from. No samples were returned for investigation. The reported complaint of leakage could not be confirmed on the 123390488 primary plum set. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history review could not be reviewed due to the unknown lot number.